Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted on august 4, 2003, was emitting tones and was subsequently explanted. There is a concern that the battery depleted earlier than expected.